Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger/modem was not charging her battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.